Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: submitted pictures appear to display the top portion of vertebral spacer broken off into multiple pieces, with additional cracks.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion due to kyphosis scoliosis. During surgery, the surgeon could not pull back the cage and implant was broken. The product came in contact with the patient. The cage was explanted partially. No patient complications were reported.

Manufacturer narrative:
Product analysis: optical and microscopic examination of the portion of the implant returned for analysis identified deformation, cracking, and fracture at the inserter mating face, consistent with significant impact during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.